Event description:
It was reported by service report that the bed lost power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - sensor switch, set screw out of adjustment.